Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (lot 475324 vial 2), is related to case with patient identifier (B)(4) (lot 475324 vial 1 ).

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 28 mg/dl (vial 1), 32 mg/dl (vial 1), 127 mg/dl (vial 2), and 29 mg/dl (vial 1). Results were obtained using two different different vials of test strips from the same lot . No adverse event reported. Return of the suspect device was requested for evaluation.